Event description:
It was initially reported that during an diagnostics performed, the patient began to experience painful stimulation, the programming wand was removed causing an interruption in the test. The patient wouldn't let the physician complete diagnostics, so the patent left the office with unknown settings. Approximately an hour later, the patient called complaining of painful stimulation. It was believed that the patient's settings were inadvertently changed causing the painful stimulation. The patient has since had her settings corrected. Good faith attempts to obtain additional information have been unsuccessful to date.